Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported entrapment of device (clip caught on chord). The reported partial clip movement appears to be a due to the clip being deployed with the chord; therefore, attributed to procedural conditions. The reported unexpected medical interventions were results of case-specific circumstances as the clip was deployed with the chord being caught and another clip was implanted to stabilize the reported clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was prepared according to the instructions for use (IFU) and positioned without issues. However, after deployment the clip was observed to have moved (90 degree angle between the two heads of the clips). The echocardiologist did a full assessment and the clip was still attached to the anterior leaflet, but only to the free edge of the posterior leaflet and to a secondary chord on the posterior side. It was thought that the implanter had displaced the posterior chords while they are adjusting positioning. Another clip was prepared per IFU and implanted lateral to the first clip in order to stabilize the first one and reduce the mr further. This was achieved without issue and a third clip was implanted to address the more lateral component of the jets. Final mr was grade 1-2.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.